Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Inflammation and adhesions are identified in the adverse reaction section of the IFU as possible complications. Based on the event as reported it appears that the patient continues to seek medical treatment for his symptoms. At this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information become available, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: (B)(6) 2015 - the patient was diagnosed with a right inguinal hernia and underwent repair with implant of a bard perfix plug. On (B)(6) 2016 - the patient complained of sharp pain in his right groin, burning sensation and underwent an exploratory laparotomy. As reported during this procedure it was noted that the patient had scar tissue, adhesions and the nerve was adherent to the perfix plug. The patient was referred to a pain specialist, had numerous nerve blocks performed and was prescribed a nerve pain medication with no relief. On (B)(6) 2017 - the patient was seen by a physician and has been referred to see another pain specialist. As reported the patient continues to experience sharp pain, burning sensation, swelling and inflammation in his right groin area.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney. It is alleged that in april 2017 the patient "underwent laparoscopic repair of recurrent inguinal hernia, laparoscopic and open removal of the implanted perfix plug and right inguinal neurectomy." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 02/10/2017, the following was reported to davol: 12/13/2015 - the patient was diagnosed with a right inguinal hernia and underwent repair with implant of a bard perfix plug. 2/15/2016 - the patient complained of sharp pain in his right groin, burning sensation and underwent an exploratory laparotomy. As reported during this procedure it was noted that the patient had scar tissue, adhesions and the nerve was adherent to the perfix plug. The patient was referred to a pain specialist, had numerous nerve blocks performed and was prescribed a nerve pain medication with no relief. 01/ni/2017 - the patient was seen by a physician and has been referred to see another pain specialist. As reported the patient continues to experience sharp pain, burning sensation, swelling and inflammation in his right groin area. This is an addendum to the initial MDR to document additional information from legal complaint provided by the patients attorney. 12/ni/2015: the patient underwent right inguinal hernia repair. Patient was implanted with perfix plug lot # huyi1493, product code 0112980. 04/ni/2017: the patient underwent laparoscopic repair of recurrent inguinal hernia, laparoscopic and open removal of the implanted perfix plug and right inguinal neurectomy. It is alleged that as a direct and proximate result of the "defective manufacture" of the perfix plug, patient suffered injuries. The patient's attorney alleges that the patient has been injured, sustained severe pain, suffering, disability, impairment and loss of enjoyment of life.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Inflammation and adhesions are identified in the adverse reaction section of the IFU as possible complications. Based on the event as reported it appears that the patient continues to seek medical treatment for his symptoms. At this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Addendum #1: addendum based on additional information provided by patients attorney. It is alleged that in april 2017 the patient "underwent laparoscopic repair of recurrent inguinal hernia, laparoscopic and open removal of the implanted perfix plug and right inguinal neurectomy." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct age at the time of event, date of event, expiry date, date of implant, date of explant and device not evaluated code - other. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Attorney alleges that about 1 year 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence, nerve damage, infection, adhesions and neuralgia. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), e1 (complainant name), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: a2 (age at time of event), b3 (date of event), d4 (expiry date), d.6a (date of implant), d.6b (date of explant) and h3 (device not evaluated code - other). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was reported to davol: (B)(6) 2015 - the patient was diagnosed with a right inguinal hernia and underwent repair with implant of a bard perfix plug. (B)(6) 2016 - the patient complained of sharp pain in his right groin, burning sensation and underwent an exploratory laparotomy. As reported during this procedure it was noted that the patient had scar tissue, adhesions and the nerve was adherent to the perfix plug. The patient was referred to a pain specialist, had numerous nerve blocks performed and was prescribed a nerve pain medication with no relief. (B)(6) 2017 - the patient was seen by a physician and has been referred to see another pain specialist. As reported the patient continues to experience sharp pain, burning sensation, swelling and inflammation in his right groin area this is an addendum to the initial MDR to document additional information from legal complaint provided by the patients attorney. (B)(6) 2015 - the patient underwent right inguinal hernia repair. Patient was implanted with perfix plug lot # huyi1493, product code 0112980. (B)(6) 2017 - the patient underwent laparoscopic repair of recurrent inguinal hernia, laparoscopic and open removal of the implanted perfix plug and right inguinal neurectomy. It is alleged that as a direct and proximate result of the "defective manufacture" of the perfix plug, patient suffered injuries. The patient's attorney alleges that the patient has been injured, sustained severe pain, suffering, disability, impairment and loss of enjoyment of life. Addendum per additional information provided: (B)(6) 2015 to (B)(6) 2017 - patient treated for surgical repair of inguinal hernia. (B)(6) 2015 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent repair with the implant of perfix plug. (B)(6) 2016 - patient treated for pain management. (B)(6) 2017 to present - patient underwent follow ups on mesh surgeries and pain management. (B)(6) 2017 to (B)(6) 2017 - patient treated for surgery and open removal of right inguinal mesh, hernia repair, inguinal neurectomy and pain follow ups. (B)(6) 2017 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic and open repair with removal of right inguinal mesh and right inguinal neurectomy. (B)(6) 2018 to present - patient treated for permanent spinal cord stimulator and implant surgery. (B)(6) 2017 to (B)(6) 2018 - patient treated for right inguinal area, femoral neuropathy, removal of lead trial device, ablation of ilioinguinal nerve. Attorney alleges that the patient had adhesions, hernia recurrence, infection, loss of testicles, nerve damage, other organ perforation, pain & suffering. It is also alleged that the mesh had inflamed spermatic cord, scar tissue, urinary retention, nerve blocks and blood damage to right testicle that was tangled in the mesh causing permanent pain to right groin area and high considerations of having to have his testicle removed. Testicle swelling, nerve burning in right inguinal area, pain management, subsequent resections, ablation inguinal nerve block, ilioinguinal neuralgia nerve damage and resulting in a permanent spinal cord stimulator implantation to manage the pain.